Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, after the hand washing nurse opened the inner packaging, she found that there was another color and texture of suture mixed in the suture, so she opened a new package for use. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? - are there any photos of the foreign matter available? - name of procedure? Please refer to the event description, other information requested is unknown.